Manufacturer narrative:
Initial reporter foreign postal code (B)(6). Visual inspection confirmed the reported complaint. The entire drill head is broken at the shaft. The drill head was not returned for evaluation and as such, we are unable to determine a root cause for the reported incident. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill broke during the acl surgery. The broken portion was removed. A back-up drill was used to complete the procedure. No patient injury or complications were reported.